Event description:
It was reported the dib00 model intraocular lens (iol) was scratched following implantation. The iol was explanted during the same procedure and another device was implanted into the patient¿s ocular dexter (right eye). The original intended procedure was phacoemulsification cataract with iol implantation without astigmatic keratotomy, right eye. Through follow-up the customer stated that to their knowledge there was no capsule tear, vitrectomy or incision enlargement. No further information is available. FDA report #: 1001510000-2024-8007

Manufacturer narrative:
Patient gender: unknown as information was not provided. Patient ethnicity: unknown/asked information unavailable. Date implanted: not applicable as the iol was removed and replaced during the initial procedure. Date explanted: not applicable as the iol was removed and replaced during the initial procedure, therefore not explanted. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 14-may-2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the handpiece was received placed on a handpiece tray in the original folding carton along with the implant notification card and patient card. The lens was received in a specimen cup with an unknown fluid. The device was inspected under magnification. The handpiece was delivered with the plunger rod fully advanced. The cartridge and cartridge tip presented with a stress mark however the stress mark was in specification for a used device. Viscoelastic residue presented through the length of the cartridge. The lens module was inspected and presented with no damage or viscoelastic residue. The handpiece assembly was inspected, and no issues were identified. The plunger rod was inspected and presented with no issues. The lens was received cut in half. The lens was cleaned and presented with cosmetic damage. Complaint issue "dc-cosmetic issues" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.